Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. Dexcom technical support advised the patients father perform a paperclip reset. The patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).